Event description:
It was reported that a patient presented with missing diagnostic measurements of impedance and charge time noted during high voltage therapy delivery, noted on the patient's implantable cardioverter defibrillator. No intervention was reported and the patient was stable throughout.

Event description:
New information receives notes that no impacts to the device function were noted.